Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. A crack was found top case. Force sensor test and force sensor bridge was found in pump event history log. Calibration force sensor test and power up test were unable to duplicate the reported problem. The root cause of the reported issue was normal wear. Pump is over 7 years old. Actions were taken to mitigate the reported issue: replaced force sensor and plunger cable.

Event description:
It was reported that the device was presenting with force sensor failure. No patient injury was reported.